Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle had the incorrect label information. The following information was provided by the initial reporter, translated from french: hello, the pharmacist tells me that the barcode under the box corresponds to a jardiance medication.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd micro-fine ultra¿ pro pen needle had the incorrect label information. The following information was provided by the initial reporter, translated from french: hello, the pharmacist tells me that the barcode under the box corresponds to a jardiance medication.